Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the titanium matrix mid-face screw self-drilling 6mm broke during insertion. It was not able to be fully extracted because it broke off at the head of the screw. There was thirty to forty-five minute delay in the surgery. The patient outcome is reported as good. This is report 1 of 1 for com-(B)(4).